Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who received essure for sterilization. In 2011, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this case is considered potential legal as the consumer holds bayer liable for the damage caused. In (B)(6) 2011 (right oviduct) and (B)(6) 2011 (left oviduct) the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, seen as device medical removal, is anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical complaint (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 50534022, 50534019) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in (B)(6) 2011 (right oviduct) and (B)(6) 2011 (left oviduct) the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot numbers. Date of insertion was specified to (B)(6) 2011 (previously: 2011). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "initial" indicates here initial submission by the new legal manufacturer only. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 50534022, 50534019) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in (B)(6) of 2011 (right oviduct) and (B)(6) of 2011 (left oviduct). The consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Lot number: 50534019 manufacturing date: 2010-07 expiration date: 2013-07 . Lot number: 50534022 manufacturing date: 2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 40-year-old female patient who had essure (batch no. 50534022, 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("severe leg pain"). On an unknown date, the patient experienced amnesia ("memory loss"), mental disorder ("psychological problems") and neuropathy peripheral ("neurological deficits in her leg"). The patient was treated with heavy painkillers and surgery (removal of fallopian tubes and uterus; removal of essure). Essure was removed. At the time of the report, the back pain, pain in extremity, amnesia, mental disorder and neuropathy peripheral was resolving. The reporter considered amnesia, back pain, mental disorder, neuropathy peripheral and pain in extremity to be related to essure. The reporter commented: in (B)(6) 2011 (right oviduct) and (B)(6) 2011 (left oviduct) the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Lot number: 50534019 manufacturing date: 2010-07 expiration date: 2013-07. Lot number: 50534022 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: event "xenobiotic material removed" updated to "severe back pain", events "severe leg pain", "memory loss", "psychological disorder nos" and "neurological deficits in her leg" added to case. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 40-year-old female patient who had essure (batch no. 50534022, 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("severe leg pain"). On an unknown date, the patient experienced amnesia ("memory loss"), mental disorder ("psychological problems") and neuropathy peripheral ("neurological deficits in her leg"). The patient was treated with analgesics and surgery (removal of fallopian tubes and uterus; removal of essure). Essure was removed. At the time of the report, the back pain and pain in extremity had resolved and the amnesia, mental disorder and neuropathy peripheral was resolving. The reporter considered amnesia, back pain, mental disorder, neuropathy peripheral and pain in extremity to be related to essure. The reporter commented: in (B)(6) 2011 (right oviduct) and (B)(6) 2011 (left oviduct) the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Lot number: 50534019 manufacturing date: 2010-07 expiration date: 2013-07. Lot number: 50534022 manufacturing date: 2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated and the outcome for the adverse events: back pain and severe leg pain was changed from recovering/resolving to recovered/resolved. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in a 40-year-old female patient who had essure (batch no. 50534022, 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("severe leg pain"). On an unknown date, the patient experienced amnesia ("memory loss"), mental disorder ("psychological problems") and neuropathy peripheral ("neurological deficits in her leg"). The patient was treated with analgesics and surgery (removal of fallopian tubes and uterus; removal of essure). Essure was removed. At the time of the report, the back pain and pain in extremity had resolved and the amnesia, mental disorder and neuropathy peripheral was resolving. The reporter considered amnesia, back pain, mental disorder, neuropathy peripheral and pain in extremity to be related to essure. The reporter commented: in (B)(6) 2011 (right oviduct) and (B)(6) 2011 (left oviduct) the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints consumer had been impeded in her normal daily functioning and had been suffering from injury. Lot number: 50534019. Manufacturing date: 2010-07. Expiration date: 2013-07. Lot number: 50534022. Manufacturing date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated and the outcome for the adverse events: back pain and severe leg pain was changed from recovering/resolving to recovered/resolved. Amendment: due to internal review last follow up was not received on 04-jan-2021 but on 24-sep-2020 we received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-dec-2016: no follow-up was received. (B)(4). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, seen as device medical removal, is anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical complaint (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No further information is expected.